Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed lesion was located in a severely calcified and moderately tortuous left anterior descending artery. On the first inflation the 2.0x12mm maverick2 monorail balloon was inflated to ten atmospheres. On the second inflation the balloon was inflated to ten atmospheres and ruptured. The procedure was completed with another of the same device. The patient status is listed as "good" with no complications reported.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed lesion was located in a severely calcified and moderately tortuous left anterior descending artery. On the first inflation the 2.0x12mm maverick2 monorail balloon was inflated to ten atmospheres. On the second inflation the balloon was inflated to ten atmospheres and ruptured. The procedure was completed with another of the same device. The patient status is listed as "good" with no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter. Blood was present in the distal outer. Microscopic inspection identified a balloon pinhole located on the distal edge of the proximal markerband. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.